Event description:
It was reported that while the external pulse generator (epg) and patient cable were connected to a patient there was pacing failure. Also, it did not seem to spike, and it was determined to be product failure of the patient cable. The cable was replaced with another patient cable and the issue was resolved. The patient cable was returned for analysis. No patient complications have been reported as a result of this event.